Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer was using an incorrect dilution factor for running the bmg assay. As per the immulite 2000 bmg instructions for use, the dilution factor for samples should be 1:40. Upon a siemens customer service engineer (cse) specialist's instructions, the customer corrected their dilution factor. The cause of the incorrect dilution factor being set on the instrument was related to the user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an immulite 2000 instrument had changed the dilution factor for beta-2 microglobulin (bmg) assay to 1:20. The customer ran the patient samples with an incorrect dilution factor. There are no known reports of patient intervention or adverse health consequences due to the incorrect dilution factor.